Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that on (B)(6) PICC catheterization was given under standard operation in neonatal surgery ward, the process was smooth, blood return was good, and the position was fixed. After the chest radiograph examination, the results showed that the catheterization tip was located at the level of the 5th thoracic vertebrae, the night infusion was smooth, blood return was good, a little exudation and blood exudation could be seen, and the replacement application was given (B)(6) in the morning, there was more seepage under the film, and the dressing was replaced. At 10:00 on (B)(6), the film was replaced during the continuous infusion process, and liquid seepage was found at the needle handle, so the infusion was stopped immediately. After informing the head nurse, b ultrasound examination results showed that there was no thrombosis, and extubation was given after communicating with the parents about the risk. No other information was provided.